Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised following a hip arthroplasty due to a dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
(B)(4). The neutral liner and locking ring were returned for review. Visual inspection of the liner showed damage on the articulating surface, rim, boss and locking ring groove. The locking ring was bent and deformed. Damage was too severe for dimensional analysis. The provided x-ray shows the femoral and acetabular components dislocated. Surgeon review of the x-ray suggests that the shell and liner were well oriented, and did not appear to have caused any impingement. Review of the device history record report showed no deviations or anomalies were noted in the manufacturing process for this lot. The reported device was used for treatment. Review of complaint history for the part/lot combination of the reported device identified no additional complaints. It could not be confirmed if the device was used in an approved and compatible combination. Follow up information states that patient was implanted with a competitor stem and head. Relevant medical history and adherence to rehabilitation protocol are unknown. It is not known if the damage seen on the liner and locking ring is due to usage, implantation, removal, or a combination of all three. A definite root cause cannot be determined with the information provided.